Event description:
It was reported that the patient was scheduled to undergo an urgent battery replacement but the reason was not provided. It was noted that the patient had been in and out of the ER but the cause and if related to the vns was unknown. Further information received noting that the patient was placed into a medically induced coma due to seizure activity and they also had their device replaced due to this reason. No known surgical intervention has occurred to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Manufacturer narrative:
F10 adverse event problem: corrected data: initial report inadvertently did note include code.